Event description:
It was reported that pump screen was dark and would not turn on, and caller later described button as extremely difficult to press and requiring multiple presses to activate screen. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, followed instructions to press button to confirm display function, planned to use multiple daily injections as backup insulin therapy, and was provided replacement pump, with instructions to place old pump in storage mode, reenter pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label.